Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the positioning issue has been completed. Per clinical review the cause of delivery/positioning issue was due to improper use by the end user. The cause of the issue was wireless re-access. The impella device is not indicated for wireless re-access. The root cause of the issue was improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during placement of the impella the fellow pulled the impella back into the aorta and they were unable to recross the aortic valve. This device was removed and a new impella was successfully placed. There was no patient harm reported.